Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas was intermittently powering off, with concern for charging behavior and potential battery depletion, while the user¿s glucose control had been stable per family report. Symptoms included no clinical signs or conditions. Outcomes included insufficient information regarding health impact. Investigation included communication with the user¿s family and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge involving the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.